Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging device was booting to "damage to system integrity" error and a large "x" was displayed on the mvs. The computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was booting to "damage to system integrity" error and a large "x" is displayed on the mobile view station (mvs). There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to be confirmed. The software loaded successfully. The time/date (cmos battery) checked well. The virus scan was done and patient data removal was performed. The system was installed on another imaging device, the motion and generator readied, charging and communication were successful, invalidate home passed and 2d and 3d images were acquired successfully . Analysis found that there was no failure found with the computer. If information is provided in the future, a supplemental report will be issued.